Manufacturer narrative:
Two units have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) prismaflex hf1000 sets were leaking blood from the anticoagulant line. The leak occurred 24 hours after the treatment started. The patient was reported to be receiving either epoprostenol sodium or normal saline through the syringe. The blood volume lost is not known. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: correction/additional information: the patient was receiving epoprostenol sodium at the time of the event. The event led to a leak of epoprostenol sodium only; no blood was lost. Visual inspection on the two samples revealed that the female connector on the anticoagulant line of both sets was broken, which would lead to a leak. The female connector is made of polyethylene terephthalate glycol (petg). The reported condition was verified. The cause of the condition was a compatibility issue between the device and flolan ph12, a glaxosmithkline (gsk) product. Gsk has issued hpra safety notice (B)(4) to the UK markets indicating that ¿flolan solution prepared with sterile diluent (ph12) must not be used with any preparation or administration materials containing polyethylene terephthalate (pet) or polyethylene terephthalate glycol (petg).¿ per the safety notice, use of flolan ph12 with pet or petg components can lead to leaks due to cracking or damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.